Event description:
The patient felt no stimulation sensation in her area of paresthesia. The device was in a power on reset condition. Device interrogation showed that the implantable neurostimulator was 25% charged. The power on reset was cleared and the issue resolved. The patient was satisfied with therapy afterward. The cause of the power on reset was not determined.